Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual assessment was performed and showed the power does not turn on even when the ac adapter is connected. It was determined the main pcb board is defective. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. This failure is currently being tracked and will continue to be monitored. No further investigation is required.

Event description:
It was reported that during npwt utilizing renasys touch pump, the nurse was unable to charge the battery with the ac adapter connected to the device. The treatment was continued with a back-up device. The device will be returned to jp local service. The results will be shared after its completion.